Manufacturer narrative:
According to the reported complaint received the user was performing a bench top assessment with an advanta vxt helix supported graft for non-clinical testing. The actual product was not returned for evaluation and the device history record review found that the product met all specifications. After careful review of the video supplied and the still images of the procedure performed by the technician in the removal of the helix from the advanta vxt graft, it is clear that the instructions for use (IFU) were not followed. Video imagery provided showed that the helix was not removed in accordance with the (IFU). The rings are added to the advanta vxt to improve kink, compression and torque resistance, a physician may choose to remove portions of it for surgical/technical reasons. The IFU states the following steps for the proper removal of the external "rings" or "helix" from the advanta vxt vascular graft: hold the graft flat (horizontal). Take the very distal portion of the ptfe ring with a pair of forceps and slowly pull off the ring at a 45 degree angle, being mindful not to catch the outer soft wrap. If the external support rings are pulled too quickly, it is possible for a small portion of the vxt outer wrap to be removed. Should the outer wrap fray, the physician is still left with the base layer, which will be sufficient to complete the procedure. Conclusion: the overly forceful nature in which the helix was removed and the failure to draw the helix off the graft (secured horizontally) at a 45° angle in a slow and consistent manner led to degradation of the graft.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Report received stated that during removal of the external support the advanta vxt graft wall was damaged, particles of the wall material stuck onto the spiral and the graft wall was damaged and weakened. They noticed the damaged wall does not hold the sutures. Product was used for testing purposes and was not used on a patient.